Event description:
On (B)(6) 2020, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that his onetouch select meter read inaccurately high compared to his feelings and/or normal readings. The complaint was classified based on the customer care agent (cca) documentation. The patient reported that the alleged meter inaccuracy occurred around (B)(6) 2020 between 10:00 and 11:00 am. The patient reported obtaining an alleged inaccurate high pre-meal blood glucose reading of "over 12.0 mmol/l" with the subject meter. The patient manages his diabetes with oral medication (medglib 1 tablet in the evening with food when his blood glucose is above 6.1 mmol/l). In response to the elevated reading, the patient claimed he took 1 medglib tablet between 10:00 and 11:00 am. The patient claimed he retested his blood glucose 1 hour later, obtaining a reading of "14.7 mmol/l" with the subject meter and proceeded to go to work. After a couple of hours, the patient reported developing symptoms of "dizziness, weakness and sweating." The patient claimed his colleague assisted by taking him to the nearest gas station where he bought sweet juice and chocolate. The patient stated he felt better immediately after eating. No other device was used for testing. At the time of troubleshooting, the cca confirmed the unit of measure was set correctly on the subject meter. The cca noted the patient did not have control solution available to perform a quality control test. Replacement product was sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event after taking oral medication for diabetes based on an alleged inaccurate high result obtained with the subject meter.